Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration and dose of 505 mcg/day via an implantable pump for non-malignant pain. It was stated that the patient had 1300 mcg/day of fentanyl as the patient got 505 mcg through the catheter and 81 mcg every bolus. It was reported on (B)(6) 2017 that the patient was supposed to get their pump refilled the day of the report but the healthcare professional (hcp) office called and cancelled until the next day at 11:30 a.m. It was stated that the patient was seeing the screen with a battery, the date of (B)(6) 2017 and then a bell. It was stated that when the patient went to the bell and pressed the arrow they saw a ½ caution sign with a doctor and the code 8254 and a 15..19. The date of the event was reported to be (B)(6) 2017. It was indicated that the patient did not hear an alarm. It was stated that the patient¿s wife put her ear to the pump and heard a drip or a clink that was constant but not the alarm. It was stated that the patient¿s main concern was running out of medication that night and concerned that they would go through withdrawal. It was indicated that the patient wanted to know if they had enough medication in the pump to last them. It was also indicated that the patient was not experiencing withdrawal at the time of the call. The code was not resolved on the call. It was noted that the patient did not sleep much. No symptoms/complications were reported or anticipated.